Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: the r-unit (charged coupled device) is broken. And the protector of the video cable section is cut. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction for the r-unit (charged coupled device) is broken. And therefore, the insertion pipe does not rotate smoothly. The most probable cause of the identified failures is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited the r-unit (charged coupled device) was broken. And the protector of the video cable section was cut. There was no patient involvement.